Event description:
It was reported that the continuous glucose monitor graph was missing on the pump. Customer¿s blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.